Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
This pt was admitted following a positive stress test. Angiography revealed a stenosis in the left circumflex artery (lcx). The lesion was predilated with a sprinter balloon to nominal pressure. A cypher us rx 2.50 x 28 was prepped outside the pt. A negative prep was performed. The stent was advanced to the lesion site without any difficulties. At no time prior to stent deployment was the sds/stent withdrawn back into the guiding catheter. While placing the stent within the lesion site, the physician noted that the stent had become "loose" on the balloon. The physician was not able to properly position the stent because of a fear of dislodgement; however, he was able to deploy the stent partially within the target site, albeit, without optimal coverage (from healthy tissue to healthy tissue). The placement of an add'l stent was required to adequately cover the lesion. There were no reported pt injuries.